Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns pt had high lead impedance. The device was disabled, and the pt underwent vns generator and lead revision surgery. The explanted generator has been returned and is currently in product analysis. Attempts to obtain the explanted lead are in progress. Attempts to the reporter for add'l info regarding the high lead impedance have been unsuccessful to date.